Manufacturer narrative:
Device evaluation: h3 - type of investigation code: 10- device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Corrected data: h6-health effect - impact code: "4628" should be added. H6-health effect - impact code: "4629" should be removed and "4627" should be added. D 4.model#: "vticm5_13.2" should be removed and "vticm5_12.6" should be added. B5- the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens of diopter -9.5/+2.5/099 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced lens rotation not associated with low vault and lens repositioning. Reportedly "the lens was off axis, after 1st repositioning it returned back to the first axis (ccw 60°). The surgeon decided to change from toric lens to spherical lens". On (B)(6) 2023 the lens was explanted and replaced with a spherical model and power, same length and the problem was resolved. The cause of the event is unknown. Claim# (B)(4).

Manufacturer narrative:
A4-a6:unk. H6: work order search found no similar complaints. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticm512.6 implantable collamer lens of -9.50/2.5/099(sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, the lens was removed and in a subsequent surgery replaced due to lens rotation not associated to low vault. The problem was resolved. Cause of the event is unknown.